Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received an alert for high atrial lead impedance out of range. External noise was observed. Atrial oversensing the high voltage lead impedance measurement pulses, a known malfunction, was suspected.